Manufacturer narrative:
A field service engineer (fse) was dispatched who conducted follow-up with the customer to address the reported event.fse performed troubleshooting with the customer and found that the customer parafilm under a rack and that it was preventing the rack from moving within time.the customer removed the rack and parafilm and resumed operations. The most probable cause of the reported event was due to parafilm under a rack. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2151- no rack movement by sample loader x1 -step feed and 2252 unable to detect sample loader failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.